Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched lcd window, stripped battery cap at the coin slot area and cracked display window corner. The device passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. No moisture damage inside the reservoir compartment or motor found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has scratches on the display window and the battery cap has damage. Customer most current blood glucose level is 160 mg/dl. Advised customer to discontinue use of the insulin pump because it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.